Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of truetest pqq-pd lot ps2553 that gave e5 errors is due to the "autocal" section was damaged during manufacturing process.

Event description:
Consumer complaint of high blood glucose test results and e-6 error; test strip error. E-6 error occurred upon insertion of test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of 117mg/dl after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 10/30/2018 and open vial date is not provided. Reviewed meter memory (B)(6). The initial e-6 was solved via training. The customer stated that her range is normally between 101-117mg and her doctor wishes for her to stay below 200mg.